Event description:
It was reported that during a neck dissection, the clips would not form properly and double fed. Four devices did the same thing. Used a fifth device to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Serial # = na.